Event description:
Approximately 2 weeks after the patient was implanted with the spherex posted pedicle screw system at t11-s1, it was identified in xrays that the screw tulip at s1 had become disengaged from the screw shank. The patient is asymptomatic and no additional intervention is planned.

Manufacturer narrative:
The device has not been returned for failure investigation and no additional evaluation has been possible. However, analysis with similar devices is ongoing. Attempts to reproduce the failure in a laboratory setting have been inconclusive and the root cause of the failure is unknown at this time. Product labeling indicates: potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. Identification of the root cause for this mode of failure is pending.